Event description:
It was reported that a plunger sensor error and battery communication time out was experienced.

Event description:
It was reported that a plunger sensor error and battery communication time out was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check syringe plunger sensor and battery communication timeout. During the functional testing the reported issues were able to be duplicated. The root cause was for both issues were unable to be determined. Replaced all the plastic parts of plunger assembly. Replaced battery. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: the stated problem occurred during routine maintenance.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.